Event description:
The pt received the scs system on (B)(6) 2008. It was reported that due to an "uncomfortable battery", the pt requested a smaller scs ipg to be implanted. The device was removed and replaced by a new device.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.